Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access set was experiencing no flow. There was patient involvement; however, there was no report of injury or medical intervention. No additional information is available.